Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-03397. It was reported the pt experienced chest pain while using his scs system stimulation. The pain resolved upon turning off the system stimulation. It was also reported the pt is not receiving adequate stimulation in his lower body and hip. A sjm rep advised the pt to consult with the physician and to keep the system stimulation turned off until the appointment with the physician (the next day). At the physician's appointment the pt stated he did not use system stimulation for 24 hrs and was experiencing tightness and shortness of breath with a "sweaty feeling". The pt also stated he began feeling pain in his hand and arm the night before the appointment; however, the pain was different from what he originally reported. The nurse was notified and an ambulance was called. The pt was taken to the ER. It was reported the pt has a history of cardiac issues and the reported events are believed to be unrelated to the scs system. F/u from (B)(6) 2012 identified the pt was released from the ER after multiple tests and lab work showed normal results. The pt was advised to f/u with a cardiologist. The pt was to leave his scs system off and reschedule reprogramming when cleared by the cardiologist. On (B)(6) 2012, f/u identified the pt's chest pain was due to a gi bacterial infection. It is not known what treatments are being used for the infection. Additionally, the pt tried to use his system stimulation and is now experiencing a surging shocking sensation at this scs ipg pocket site and his scs lead implant site when stimulation is on. The pt has not had any falls or trauma. The pt recently had medical procedures related to his gi issue; however, there has been no MRI. The pt is to schedule an appointment with the physician, at that time the pt's scs system will be reprogrammed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.